Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was further reported the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-58 implantable tachy lead, (B)(6) 2009; 4196-78 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the device was nearing recommended replacement time (rrt) and the health care professional inquired whether the battery was draining to quickly. The device remains in use. No patient complications have been reported as a result of this event.